Manufacturer narrative:
The reported event was premature battery depletion and a longevity discrepancy. Review of the information provided did not confirm premature battery depletion. The inaccuracy of estimated longevity was confirmed and as a result of frequent telemetry sessions resulting in no recent valid battery voltage measurement. This resulted in no battery voltage compensation available, so that the longevity is estimated conservatively in this condition. This is expected device behavior.

Event description:
It was reported that upon device interrogation of the pacemaker revealed three months to elective replacement indicator alert (eri). Premature battery depletion was suspected due to the longevity indicated on the previous device check in november 2022. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.